Manufacturer narrative:
The reported complaint of ble being unavailable was confirmed. The session records were reviewed and it was determined that the normal advertising was shown as disabled resulting in the lack of remote monitoring. The root cause of the advertising being disabled was unable to be determined with the information provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. A ble reset was performed, but this failed at alleviating the ble issue. It was noted that the ICD can only connect via inductive telemetry. There were no patient consequences reported.